Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0413 captures the reportable event of material separation. Imdrf impact code f23 captures the reportable event of unexpected medical intervention (transfer to another healthcare facility). Imdrf impact code f19 captures the reportable event of surgical intervention (interventional radiology procedure).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in a procedure. The exact procedure date was unknown. During the procedure, before closing the incision, they noticed the white sheath cover of the needle and the orange hub (all one piece used as trocar) had detached and come out in the peritoneum of the patient. An attempt was made to remove it from the patient, but it was unsuccessful. The patient was transferred to another facility where the detached piece was successfully retrieved from the patient. There were no patient complications reported as a result of this event. **additional information received january 29, 2025** it was reported that the patient underwent an interventional radiology procedure and returned to the nursing home with no incision or dressing to the abdomen.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0413 captures the reportable event of material separation. Imdrf impact code f23 captures the reportable event of unexpected medical intervention (transfer to another healthcare facility).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in a procedure. The exact procedure date was unknown. During the procedure, before closing the incision, they noticed the white sheath cover of the needle and the orange hub (all one piece used as trocar) had detached and come out in the peritoneum of the patient. An attempt was made to remove it from the patient, but it was unsuccessful. The patient was transferred to another healthcare facility where the detached piece was successfully retrieved from the patient. There were no patient complications reported as a result of this event.